Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead exhibited failure to capture during its implant procedure. A different lead was used to complete the surgery. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures but did find internal shorts due to procedural damage at the middle region of the lead. Visual inspection and x-ray examination of the lead did not find any anomalies except procedural damages.